Manufacturer narrative:
(B)(4).

Event description:
One to two days after the last 2 pump refills, the pt became unresponsive and ended up in the hospital ER with an overdose. The device system was used to deliver bupivacaine, dilaudid, and prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.